Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient fell about 3 weeks ago and wanted to know if a fall could ¿dislodge¿ the device. It was noted that the patient¿s symptoms had returned and they were getting up 5 times a night; prior to the fall, they were going 2-3 times a night. Actions taken prior to the date of the report were that the patient¿s daughter had ¿changed the device¿. The patient did not know the date they started having to get up more often at night, but it was confirmed that it was after the fall; it was noted that on saturday night, the patient got up 5 times. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that there were no steps taken to resolve the issue with getting up more often at night after the fall as patient noted the fall didn't affect the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient called again and repeated event information. Patient stated their therapy was not on when they checked it with their programmer. It was reviewed that therapy needs to be on in order to be effective. Patient stated they should be on program 2, but was on program 4. Patient was assisted to change program back to 2. Patient was decreasing from 2.4 on program 2. Upon review of the information, patient reported their daughter changed the device, they had it down to 1.3, and the doctor had it up to 3.6 or something.